Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event foreign body granuloma (pt: injection site granuloma), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2022-00119, referring to the same patient. This spontaneous report was received from a brazilian physician and concerns an adult female patient (ambiguously reported as 25 and 45 years old). She was injected with radiesse, into the neck region, approximately a month and a half prior to the report, on (B)(6) 2022. This was the second application of radiesse. The injection was carried out with a cannula. The patients past medical history included covid-19 (in (B)(6) 2022). Further medical history included psoriatic arthritis. Concomitant medication included secukinumab and anti-tumor necrosis factor antibody (reported as anti tnf). On (B)(6) 2022, 36 days after the radiesse injection (also reported as approximately 15 days prior to this report and 30 day after the injection), the patient experienced inflammatory nodules on the neck. The patient was traveling and she did not immediately inform the physician about the nodules. During the evaluation, the physician noticed some erythematous violaceous bulky nodules. Corrective treatment included azithromycin 500mg a day for 5 days and prednisone 40mg a day for 5 days. After corrective treatment, some nodules partially improved. Appearance of new nodules continued in other locations. At the time of this report, the patient was using duloxetine and pregabalin for pain and verutex b® for the treatment of nodules. The patient had a biopsy and the material was sent for culture of bacteria and fungi. Doxycycline and prednisone were prescribed again. The patient was not hospitalized. Due to the provided information, the outcome of the events inflammatory (nodules) and violaceous was considered as not resolved. Due to the provided information, the outcome of the event nodules was considered as not resolved (reported as resolving). In the opinion of the reporter, the events were not life-threatening, not permanent and related to radiesse. Follow-up information was received on 15-sep-2022: this case was upgraded to serious. The event necrosis was added. The event term inflammatory (nodules) was amended to foreign body granuloma, and the coding was changed from injection site inflammation to injection site granuloma. The event nodules and violaceous were deleted, as they were considered to be a symptoms of foreign body granuloma and necrosis. In 2022, an anatomy-pathologic exam of the biopsy was performed and the results presented foreign body granuloma with palisade histocytes, microabscesses and foci of necrosis, consisting of microglobules of acellular amorphous material, in subcutaneous cellular tissue and skin dermis. The patient did not improve and the other physicians were questioning about the relationship of covid-19 as a trigger of this late reaction. They stated that the physician was not supposed to treat the patient with radiesse because the patient used an immunobiological. The outcome of the event foreign body granuloma remained unchanged. Due to the provided information, the outcome of the event necrosis was considered as not resolved.